Event description:
It was reported the customer was encountering difficulties when using third-party accessories with the gastrointestinal videoscope during a therapeutic procedure. The customer was using a vocal catheter for radio frequency ablation that was attached to the scope. When they tried to lift the device from the scope, the vocal catheter device fell off of the scope and into the patient. The fallen device was retrieved. The procedure was completed after this complication. Additionally, another third-party angle disposable attachment with the description of "rfs cleaning cap" was used and slid down the insertion portion of the scope when it was supposed to be stationary. It did not fit properly with the scope. There was no reported patient impact.